Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump act button had sometimes press twice. The customer¿s blood glucose was unknown. Customer stated that insulin pump was cracked in casing, chipped where the battery threading and hairline fracture. Customer stated that sometimes give problem screwing the top on. The device will not be returned for analysis.